Event description:
Plaintiff alleges injury due to defective nebulizer cap.

Manufacturer narrative:
There were no samples received for further investigation into the complaint defect. A returned sample is required for further investigation into the complaint defect. A comprehensive review of the product code trending data base has been conducted and indicated that this is an isolated occurrence. Quality inspection records revealed that there were no reported defects during the MFR of this lot.